Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a normal device replacement procedure, the physician experienced difficulties when connecting the right atrial (ra) lead into the header of the new implantable cardioverter defibrillator (ICD). All attempts were unsuccessful, even after following the recommended procedure for implant. The physician then connected the lead to the old implantable device and had no insertion difficulties. Consequently, a different ICD was implanted, and the lead was successfully connected and implanted. The boston scientific representative believes that the observations could be related to a screw incorrectly placed in the ICD sealing cap. No adverse patient effects were reported. The attempted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection found no abnormalities, and the setscrews were confirmed to move freely. Detailed mechanical and electrical testing was performed, and the device passed successfully. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a normal device replacement procedure, the physician experienced difficulties when connecting the right atrial (ra) lead into the header of the new implantable cardioverter defibrillator (ICD). All attempts were unsuccessful, even after following the recommended procedure for implant. The physician then connected the lead to the old implantable device and had no insertion difficulties. Consequently, a different ICD was implanted. The boston scientific representative believes that the observations could be related to a screw incorrectly placed in the sealing cap. No adverse patient effects were reported. The attempted device was returned for analysis.

Event description:
It was reported that during a normal device replacement procedure, the physician experienced difficulties when connecting the right atrial (ra) lead into the header of the new implantable cardioverter defibrillator (ICD). All attempts were unsuccessful, even after following the recommended procedure for implant. The physician then connected the lead to the old implantable device and had no insertion difficulties. Consequently, a different ICD was implanted. The boston scientific representative believes that the observations could be related to a screw incorrectly placed in the sealing cap. No adverse patient effects were reported. The attempted device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during a normal device replacement procedure, the physician experienced difficulties when connecting the right atrial (ra) lead into the header of the new implantable cardioverter defibrillator (ICD). All attempts were unsuccessful, even after following the recommended procedure for implant. The physician then connected the lead to the old implantable device and had no insertion difficulties. Consequently, a different ICD was implanted. The boston scientific representative believes that the observations could be related to a screw incorrectly placed in the sealing cap. No adverse patient effects were reported. The attempted device is expected to be returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.